Manufacturer narrative:
Additional manufacturer narrative: the device was received for evaluation which confirmed the reported event. Testing confirms a blue screen with the run-time error message and smoke coming from the device. The monitor appears to have been dropped on the rear housing; the monitor feet are broken. Unfortunately, the root cause of this event cannot be conclusively determined at this time. A supplemental report will be submitted in the event new information is learned.

Event description:
It was reported that the user experienced a "run-time error" message while using the monitor. It was also noted that there was a burning smell being omitted by the device. No report of any patient injury.